Event description:
It was reported that during a sinus surgery for polyps the bur "broke up in 2 parts, was replaced by a new one." It was also reported, "[they changed the product, that's all]". The broken parts were removed from the patient, there was no additional treatment or intervention required. "No consequences for the patient."

Manufacturer narrative:
This MDR supplement is being filed to withdraw this report. Since we submitted our initial MDR, we received the actual product involved in the report which provided additional information as to the nature of the malfunction leading us to conclude that this malfunction is not likely to cause a death or serious injury, and therefore is not reportable. The information obtained from the product analysis documented below indicates there was no fragment and the event only resulted in stopping the device, which would not likely cause death or serious injury. The MDR was filed in a timely manner without enough information to determine if the event was reportable. The customer returned the device in question to medtronic customer loyalty, which was received on (B)(4) 2011, commenting: ''bur broke.'' There was no suggestion of patient injury. Testing confirmed the reported malfunction "bur broke." Visual analysis showed dimples on the outer hub caused by the handpiece locking mechanism. No obvious damage appeared on the inner chevrons. The green o-ring was present and intact. There were striations around the outside diameter of the inner shaft at the breakage point and the irrigation shaft was extended distal to the outer shaft. With excess pressure applied during use, the edge of the outer tube weakened the inner tube until a fracture occurred [excess: an overage of what was needed for normal operation of the device].

Manufacturer narrative:
No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. Neither the device in question, applicable imaging films, or medical records were returned to the manufacturer for evaluation. The report is inconclusive as to the cause of the reported product problem. Without information to reasonably suggest a serious injury or medical intervention was required to preclude serious injury, we are filing this report as a product problem. If the device is returned in the future, product analysis may be performed. The device has not been returned since initial distribution. The information reasonably suggests that a device in question has malfunctioned as defined by the FDA and a review of the complaint history indicates that this product issue has resulted in an adverse event in the past and therefore, is likely to cause or contribute serious injury if this event were to recur. Without serious injury or intervention we are filing this report as a product problem. A powered handpiece for functional endoscopic sinus surgery uses a variety of disposable blades and burs. The indications for use of burs and blades in sinus indications include: septoplasty, removal of septal spurs, polypectomy, antrostomy, ethmoidectomy/sphenoethmoidectomy, frontal sinus trephination and irrigation, maxillary sinus polypectomy, circumferential maxillary antrostomy, and choanal atresia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.